Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed for intermittent delivery of an unspecified concentration of fortaz, with a 53ml dose amount, with a 12 hour dose frequency, for 2 doses, an unspecified kvo (keep vein open) rate, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at an unspecified time, the nurse reported the device display indicated that 114.6ml had been delivered; however, the container was full. The device was removed from clinical service. The customer contact stated there was no change in the pt status. It was reported that this was the last day of the treatment for this pt. The physician was notified. No medical interventions were required and the pt was discharged. Though requested, no add'l info was provided.